Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the cement viscosity was too high and caused the delivery cannula to get stuck in the patient. It was further reported that the event caused a delay leading to prolonged surgical time and longer time under anesthesia for the patient. It was also reported that the surgeon performed a spondylodesis (spinal fusion) to complete the procedure. It was further reported that a part of the guide sleeve remained in the patient. It was also reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the cement viscosity was too high and caused the delivery cannula to get stuck in the patient. It was further reported that the event caused a delay leading to prolonged surgical time and longer time under anesthesia for the patient. It was also reported that the surgeon performed a spondylodesis(spinal fusion) to complete the procedure. It was further reported that a part of the guide sleeve remained in the patient. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.